Event description:
It was reported that a pt presented high lead impedance readings during a routine office visit. The date of the last good diagnostics was (B)(6) 2009. There were no reports of pt manipulation or trauma. X-rays were taken and sent to the manufacturer for review. The connector pin appeared to be fully inserted into the generator. Strain relief was present but not per labeling as there was no loop and only one tie-down was utilized. No obvious lead discontinuities or acute angles were observed in the portions of the lead body that could be assessed. There was some lead behind the generator, and hence that region of the lead could not be assessed. A battery life calculation was performed using the pt's data in the in-house database and the device is not believed to be at end of service. Revision surgery is likely however it has not yet occurred.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Analysis of programming history. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.